Event description:
Reporter calling stating she is having hyperglycemia and many other serious health problems related to ten glucose sensors and two insulin pumps. She states she has contacted medtronic regarding these problems but "they keep hanging up on me" and she is frustrated. She states the skin on her stomach is itchy, has a rash, and was diagnosed with mrsa (methicillin-resistant staphylococcus aureus) during hospitalization. She states she has had "four heart attacks this year" including a heart attack on (B)(6) 2022; after another heart attack in "(B)(6) 2022" she had cardiac stents placed. She states the batteries on her insulin pumps "get hot and burn my fingers" and that her blood sugar is "always high, never low."